Manufacturer narrative:
(B)(4)

Event description:
It was reported " failed iab membrane. "Blood specks" in the helium driveline tubing. [The user] stated that the iab was placed earlier in the cath lab about 8 hours ago. Just a few minutes prior to calling the hotline, the pump had alarmed 3 times for "possible helium loss 2". They also observed theblood specks in the driveline tubing at that time". Additional information states that the iab was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint for "blood specks in the helium driveline tubing" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " failed iab membrane. "Blood specks" in the helium driveline tubing. [The user] stated that the iab was placed earlier in the cath lab about 8 hours ago. Just a few minutes prior to calling the hotline, the pump had alarmed 3 times for "possible helium loss 2". They also observed theblood specks in the driveline tubing at that time". Additional information states that the iab was removed and not replaced. The patient's current condition is reported as "fine".